Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that, at the beginning of the procedure. The connector of the 550-moses fiber melted inside the fiber port. It was noted that this occurred at the first shot. It was necessary to replace the whole spare part in the console. There was no patient involved at the time of the event and the patient was not under anesthesia. This event is being reported for the fiber connector melting which it could be an indicative of fiber separation from connector.

Event description:
It was reported that, at the beginning of the procedure. The connector of the 550-moses fiber melted inside the fiber port. It was noted that this occurred at the first shot. It was necessary to replace the whole spare part in the console. There was no patient involved at the time of the event and the patient was not under anesthesia. This event is being reported for the fiber connector melting which it could be an indicative of fiber separation from connector.